Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the image and control panel went dark and the light appeared as if an emergency lamp was on during an unspecified procedure involving an olympus video system center. There was no patient injury reported.